Event description:
It was reported that during a related surgical procedure the patient's extension was fractured. The patient's extension was then explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.